Event description:
It was reported that during a procedure a bur broke inside the attachment. Another unit was available to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The drill attachment was returned to the manufacturer and upon evaluation, the broken bur was discovered within the drill attachment.